Event description:
It was reported that this pacemaker stored a false positive signal artifact monitor (sam) episode due to oversensing of electromagnetic interference (emi) during a surgical procedure. As a result, the minute ventilation (mv) feature was disabled. It is planned to bring the patient in and program the mv back on and optimize as appropriate. No adverse patient effects were reported. At this time, this device remains in service.